Event description:
Caller reported that tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, which completed successfully. Initially, the caller was unable to reload the original cartridge and resume insulin therapy. However, with assistance and proper techniques provided by technical support, the caller successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.